Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at the time of the hospitalization was not reported. Troubleshooting was performed and the insulin pump passed the displacement and the self tests. During troubleshooting it was found that the customer had rec'd several motor error alarms prior to being hospitalized. It was also stated that the customer did not attempt to change the infusion set to correct the high blood glucose prior to being hospitalized.